Event description:
It was reported to boston scientific corporation that a upsylon y-mesh was implanted into the patient on (B)(6) 2016. The patient experienced complications. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; painful intercourse; offensive vaginal discharge; difficulties with bowel motions.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.